Manufacturer narrative:
On july 15, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, some anomalies were observed on the anterior and posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.4 cm was also observed within a crease in the posterior aspect. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2020, the product investigation was completed for photo of the suspect medical device. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On june 20, the mentor failure analysis lab has received the device for evaluation. The analysis has begun ,but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with a (right) 500cc mentor smooth round moderate plus profile saline and a (left) 425cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflations, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (right) 500cc mentor smooth round moderate plus profile saline catalog: 3502500 lot: 9428117 sn: (B)(4) and (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9367662 sn: (B)(4). This medwatch form is for the left breast prosthesis.